Manufacturer narrative:
Findings: cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. Constant motor error alarm during rewind due to corroded motor home switch. Moisture damage noted on electronic assy. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump is cracked near the reservoir window. Customer's blood glucose levels were not included in the report. Nothing further was reported.